Event description:
It was reported, the implantable neurostimulator (ins) was thought to be turned off. It was noted, the patient worked in an area that has retro magnetic fields. It was noted, the patient's therapy had been getting steadily worse over the past month. The patient is shaking velocity was worsening on the left side, and the patient was not ambulatory and his gait was unsteady. It was noted, the patient also had lower back pain.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v944205, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v944205, implanted: 2012 (B)(6); product type lead. (B)(4).